Event description:
It was reported that the external pulse generator (epg) would not power on, despite using a new battery. The epg begins to power on with the new battery, but then the "low battery" light comes on, and the epg shuts off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It could not be confirmed that the device shut down. It was also noted that the upper and lower cases were broken, all three control knobs were cracked, one bail cover and ring cover were broken. Further analysis was performed on the main pcb. This analysis found that a hybrid circuit component contributed to the atypical turn-on behavior.